Manufacturer narrative:
(B) (4) - (expected to be passed via normal peristalsis). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a jagwire was used during an erbd procedure. According to the complainant, the device distal coating peeled and detached into the pt's common bile duct. The physician found that this had occurred when the device was removed from the scope. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.